Event description:
A report was received that the patient underwent an explant procedure due to extreme discomfort at the pocket site. The physician believed that the discomfort was due to the patient being too thin. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.